Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated an integrity alert. Observations for atrial and right ventricular polarity switches on (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had an erroneous alert for polarity switch to unipolar when the leads were already set to unipolar pace and sense. The physician was advised to re-program the device. The device remains in use. No patient complications have been reported as a result of this event.